Manufacturer narrative:
(B)(4). Corrected data based on new information received: gender corrected to female, adverse event to product problem, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 10/26/2017 as follows: patient received an implant on (B)(6) 2007 via the internal jugular vein due to pulmonary embolism. Patient is alleging device is unable to be retrieved. Patient alleges pain, disability, scarring, disfigurement and significant medical expenses due to the device.

Manufacturer narrative:
Investigation: relevant test/laboratory data. 22nov2017/ads: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'device is unable to be retrieved, pain, disability, scarring, disfigurement, significant medical expenses'. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2007. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.